Manufacturer narrative:
The t:slim g4 pump user guide states: "your t:slim g4 pump can stop insulin delivery and alert you if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent auto-off alarms during the night. Customer would resume insulin and deliver a correction bolus to address elevated blood glucose (390 mg/dl). Customer turned the auto-off safety feature to 'off' to address the issue.